Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited occasional jumps in right ventricular (rv) pacing impedances. The impedances were high and out of range greater than 2000 ohms. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. Subsequently, the physician performed all recommended testing. The results were unremarkable and the physician elected to continue monitoring the system. This crt-d system remains in service at this time. No adverse patient effects were reported.